Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that after the priming of the unit as usual before use, it was started to be used for the patient. No leakage was found at that time. During operation, heparinized saline leaked out from a bonded junction between a transducer and an infusion line upstream. The user did not tap or overtighten the junction before use. It is unknown whether the junction was actually bonded and whether it had a crack. No patient injury.